Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) shock impedance measurements. Technical services (ts) advised the 28 day rv shock impedance average is above 150 ohms. Ts recommended the rv lead be considered for revision. Additional information provided this ICD has been explanted. Another ICD was implanted to complete this procedure. This ICD has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) shock impedance measurements. Technical services (ts) advised the 28 day rv shock impedance average is above 150 ohms. Ts recommended the rv lead be considered for revision. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.